Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to not able to change battery and had high blood glucose level on (B)(6) 2019. Customer¿s blood glucose level was 745 mg/dl, at the time of incidence. Customer reported that they treated with insulin drip. Customer did self-test and they were sure that insulin pump was working and safe to use. The insulin pump will not be returned for analysis.